Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm what was the exact issue? What was broke? Please confirm if the needle or the suture. Did the patient suffer from any consequence due to the issue? Please provide more details. Did any piece of needle fall into the patient? If applicable, were x-rays taken to locate the needle piece(s)? If applicable was the needle piece(s) retrieved during the same procedure? If applicable, does a piece of the needle remain in the patient¿s tissue? If so, what tissue structure is it located? Are any plans in place to remove the needle piece in future? What measures were taken to retrieve the broken piece? If retained, what is the surgeon's opinion of consequences to the patient? If applicable, was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unspecified dental procedure on an unknown date in 2022 and suture was used. The product had a defect at the time of suturing and broke when it was used in the patient's mouth. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/31/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.